Event description:
It was reported that the left ventricular lead was increasing in impedance and was losing capture in the lv tip to rv coil configuration. The pacing polarity was changed to ring to coil and higher impedance and high thresholds were noted. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.